Event description:
A valiant stent graft system were implanted for the endovascular treatment of thoracic dissection in zone one. It was reported that during the index procedure, the physician was unable to determine the exact entry site and reentry site. The entry site was expected to be just below lsa. The right renal artery arose from false lumen and right kidney had shrunk. The patient had deteriorated renal function so the use of contrast was kept to the minimum. The right common iliac artery also had a possible false lumen. The true lumen of the dissection was half mooned-shaped and the major axis was about 28mm and minor axis was about 16mm. The second valiant that was the minimum diameter in stock for emergency, was implanted to slightly cover the common carotid artery. After that, angio for distal side of the stent graft showed possible reentry site. Another valiant was added to occlude the reentry site intentionally after three-stent length of proximal side was overlapped. But the overlapped site seemed to be incomplete deployment. The guide wire was removed because angiogram was carried out before addition of distal device. Then the guide wire was again delivered upward, which would have passed through the stent graft and vessel wall. The c-arm was moved right and left for confirmation that the valiant did in fact deployed correctly. Another angio was carried out from the proximal side and it was confirmed that there was enough blood flow into descending aorta. Also, it was confirmed that there was increase in blood pressure after implant of the second valiant device. Therefore, the procedure was completed without further treatment. The physician commented that although proximal side of the additional device did not completely deploy, it was successful in life support of ruptured case. Further treatment would be risky, and CT check would be carried out at a later date. The physician was concerned whether the patient would be able to have CT check at post-operative follow-up. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label (pre-op dissection). (B)(4).